Event description:
There was an allegation of questionable elecsys cea assay and elecsys ft3 iii results for 2 patient samples on a cobas e 801 module. The doctor questioned the initial results which prompted the customer to repeat the samples. For sample 1, the initial cea result was <0.4 ng/ml. The repeat result was 1.8 ng/ml. For sample 2, the initial ft3 result was 20.50 pg/ml. The repeat result was 2.28 pg/ml.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) found that water was leaking from the pinch tube and replaced the pinch valve on the measuring cell. Operational checks were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.